Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the device has been used for nine years, beyond its useful life of five years. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the ccd unit of the device was degraded with age. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), but returned to olympus (B)(4). According to the evaluation by (B)(4), the following was found. Ccd unit of the subject device was malfunctioned. The cable of the subject device was twisted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.